Event description:
Customer reported blood glucose results of 317 mg/dl and 151 mg/dl within 10 minutes on the advantage system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made the return of the system, replacement was sent.